Event description:
It was reported that when using the bd pyxis¿ es server, the facility was unable to log in to the server, and an error message displayed "error occurred when processing." All pyxis devices were not communicating, and the issue was described as critical. The facility stated there was no network issue on their end. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that no issues were found. A technical support specialist informed that an outage was reported by the customer regarding the server and no external sources reported any downtime, indicating the issue was localized or due to interference. The server was stabilized, and no further failures were observed after the initial customer report. The system functioned as intended when the technical support specialist inspected the issue.